Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product unavailable for analysis.

Event description:
(B)(4). Same case as 2134265-2009-04098 and 2134265-2009-05448. The patient was enrolled in (B)(6) 2007. A type v located in the left carotid artery. The reference vessel diameter was 7.0mm. The lesion length was 10mm. 80% stenosis as measured by nascet. The target vessel was non-tortuous with ulceration present. Thrombus, calcium, dissection or pseudo-aneurysm was not present. A carotid wallstent monorail with a diameter of 9mm and a length of 30mm was delivered and successfully placed at the intended site. A filterwire ez was used for cerebral protection. Pta was performed with an ultrasoft balloon catheter. Heart rhythm stimulant and vasodilator was not used during the procedure. Residual stenosis was estimated at 0-29%. Transient ischemic attack (tia) was observed at peri-operatively, resolved without residual effects. Post-procedure the subject was asymptomatic with no reported complication <24hrs after the procedure. One month follow up visit in (B)(6) 2007, six month follow up visit in (B)(6) 2008 and twelve month follow up visit in (B)(6) 2008 carotid stent was patent, 0% residual stenosis with no reported complication.